Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 808912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "some difficulty with placement" in (B)(6) 2011. The patient's concurrent conditions included irregular periods and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 for contraception as well as zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems type: blurred vision"), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), rash ("rash"), vaginal discharge ("vaginal discharge") and acne ("acne"). In (B)(6) 2013, the patient experienced skin disorder ("skin problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and headache ("headache"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, tooth disorder, vision blurred, hormone level abnormal, weight increased, alopecia, anxiety, bladder disorder, urinary tract disorder, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, rash, vaginal discharge and acne was resolving and the genital haemorrhage, vulvovaginal pain, skin disorder, abdominal pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events: headache, acne were added. Events outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 808912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "some difficulty with placement" in april 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) from january 2011 to april 2011 for contraception as well as zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia (" menorrhagia"), rash ("rash"), anxiety ("anxiety"), migraine ("migraines"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In march 2013, the patient experienced skin disorder ("skin problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery to remove one or more of the essure coils on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, allergy to metals and fatigue was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, anxiety, migraine, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet , new reporter, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 808912 new events hormonal changes,, abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction, psychological or psychiatric problems condition: anxiety, migraines / headaches, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), nickel allergy, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain, hair loss, skin problems and some difficulty with placement were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 808912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "some difficulty with placement" in april 2011. The patient's concurrent conditions included irregular periods and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera) from january 2011 to april 2011 for contraception as well as zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems type: blurred vision"), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), rash ("rash"), vaginal discharge ("vaginal discharge") and acne ("acne"). In march 2013, the patient experienced skin disorder ("skin problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and headache ("headache"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, tooth disorder, vision blurred, hormone level abnormal, weight increased, alopecia, anxiety, bladder disorder, urinary tract disorder, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, allergy to metals, rash, vaginal discharge and acne was resolving and the genital haemorrhage, vulvovaginal pain, skin disorder, abdominal pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 808912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "some difficulty with placement" in (B)(6) 2011. The patient's concurrent conditions included irregular periods and dizziness. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 for contraception as well as zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), tooth disorder ("dental problems"), vision blurred ("vision/eye problems type: blurred vision"), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), menorrhagia (" menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), rash ("rash") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced skin disorder ("skin problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, menorrhagia, vaginal haemorrhage, allergy to metals and rash was resolving and the genital haemorrhage, tooth disorder, vision blurred, weight increased, alopecia, anxiety, bladder disorder, urinary tract disorder, vulvovaginal pain, skin disorder, migraine, abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.